Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Customer complains of high results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 70-110mg/dl fasting. Verified test strips expire 10/27/2017. Customer's test strips are being stored in the kitchen and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). Memory concerns:customer is concerned with all 5 of the results above. Customer complained that for almost a week now she notices that the meters have been marking high blood glucose results. Meters memory; time and date are not set correctly.